Manufacturer narrative:
Device location is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the leep unit would not cut or blend. There was a burned smell when case cover removed. Unit to be returned for repair. No additional information available. 1216677-2026-00033 lp-20-120 leep (B)(4).